Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. The surgery was due to patient's multiple dislocation. The anatomical shoulder prothesis was changed into a reversed shoulder prothesis. The humeral stem and centered head were removed and replaced by a new humeral stem, a humeral cup, a glenoid baseplate, a double taper and a glenosphere. Primary surgery occurred (B)(6) 2018.